Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a skin irritation. The patient reported that he had a bruise on the left side of his chest where the therapy electrode is. The patient further reported that the bruise had turned into a permanent burn on his skin. The patient applied a cream to the skin irritation. The medical outcome of the skin irritation is unknown.